Event description:
It was reported that a pump declared alarm 20 during the pumping process with multiple cartridges. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to load a new cartridge, but the issue persisted as the cartridge alarm recurred. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as an alternate insulin delivery method.